Manufacturer narrative:
Citation: bloomer et al. Pacing-induced cardiomyopathy from a transcatheter leadless pacemaker following transcatheter aortic valve replacement. Jacc march 21, 2017, volume 69, issue 11, presented on sunday, march 19, 2017. Earliest date of presentation used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6) year-old male patient with severe aortic stenosis who underwent successful implant of a medtronic corevalve (serial number not provided). Post-implant, the patient developed complete heart block (chb) and subsequently received a medtronic micra leadless pacemaker (serial numbers not provided) implanted in the right ventricle. Nine month later, the patient presented with progressive dyspnea and lower extremity edema. An echocardiogram showed a normal functioning corevalve and newly depressed lvef of 20-30% with anterolateral and apical hypokinesis. An electrocardiogram showed a ventricular paced rhythm with a qrs duration of 175 msec. A nuclear myocardial perfusion scan revealed defects in the septum, apex, distal anterior and inferior walls concerning for resting ischemia or infarction. Pacing-induced cardiomyopathy was suspected. Thus, cardiac resynchronization therapy (crt) was performed with a crt pacemaker by placing a bipolar left ventricular lead in the anterior interventricular groove and quadripolar lead in a posterolateral coronary sinus branch. This avoided any interference with the leadless pacemaker or leads across the tricuspid valve (tv). The patient¿s lvef quickly normalized at 30 day follow up. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Literature attached.